Event description:
This rv lead was implanted on (B)(6) 2016 and was explanted on (B)(6) 2018. In a form scanned by medical records on (B)(6) 2018 it was noted that the lead was explanted due to failure capture. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6) canada. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).